Event description:
It was reported that a rapid decrease in longevity was observed. A longevity estimate was performed and did not confirm the rapid decrease. A data anomaly is suspected. The device will be monitored.

Event description:
New information received notes the device was explanted and replaced.

Manufacturer narrative:
The reported field event of a data anomaly was not verified in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested using automated test equipment and no anomalies were found. The cause of the data anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.